Manufacturer narrative:
Unit received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no del alarm or any alarm due to cracked and bleeding lcd glass. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was cracked due to a fall. Blood glucose level at the time of the incident was 270 mg/dl. The customer stated that he could not use all of the insulin pump's features due to not being able to read the display. Customer also reported a no delivery alarm which was resolved by a complete set change. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.